Event description:
In the or (operating room), during an incision and drainage to the rle (right lower extremity), when applying the wound vac, the suction/irrigation line of the veraflo cleanse choice dressing began to leak. There were at least 2 holes in the line.